Manufacturer narrative:
The samples were provided for investigation and the anti-tpo values could be duplicated. All anti-tpo values generated with each assay method were clearly above the cutoff values of the respective assays. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable values for one patient tested with roche diagnostics elecsys anti-tg. The reporter provided test result data for the complained patient and a second patient. A sample from each patient had discrepant values when tested with roche diagnostics cobas elecsys anti-tpo on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. A sample from the first patient initially resulted with an anti-tpo value of 377.3 iu/ml. The sample was repeated on a siemens analyzer, resulting with a value of >1300.0 iu/ml. A sample from the second patient initially resulted with an anti-tpo value of 200.0 iu/ml. The sample was repeated on a siemens analyzer, resulting with a value of >1300.0 iu/ml. No adverse events were alleged to have occurred with the patient. The serial number of the e 601 module is (B)(4).